Event description:
While inserting a guiding catheter in the right femoral artery access, during the attempt to torque the catheter for placement, the distal part of the guide became twisted. Several attempts to straighten the catheter for removal were made with different wires. These initial attempts were unsuccessful. Access was made at the right radial artery to snare the catheter. The physicians were unable to snare it successfully. Finally the catheter was manipulated from the groin enough to remove it from the body. There was no harm to the patient. Two fellow doctors were involved in the procedure; that are not in the list.